Event description:
The ins was draining down every day. There were low out of range impedance values. There was a short at 0-1 contacts on one of the quad leads. The patient had all four contacts programmed on that lead so contact #1 was taken out of the programming. A group impedance was ran after reprogramming which showed a normal range of impedances between 300-800 ohms and 6 or 7 for current level. The patient was getting stimulation benefits for his back after reprogramming.

Manufacturer narrative:
Product ID 37082, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888, lot# va034q2, implanted: 2014 (B)(6); product type lead product ID 3888, lot# v894661, implanted: 2014 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3888, lot# va034q2, implanted: 2014 (B)(6); product type lead product ID 3888, lot# v894661, implanted: 2014 (B)(6); product type lead. (B)(4).